Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the station was in critical override. A technical support specialist checked that the critical override was system initiated and confirmed it had been resolved. The customer was informed and agreed to mark the case as closed if there was no recurrence within the 24-hour monitoring period. No recurrence of the issue was reported, so the case was marked as closed. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator, the station was in critical override mode and ordered medication was not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.